Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 3 of 4 for (B)(4). It was reported that (4x) robotic assisted array clamp devices were loose and not holding the arrays firmly. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis revealed that the device presented an overall worn appearance consistent with normal use and constant cleaning /sterilization cycles. No signs of damage nor defects that could have affect the functionality were observed. Functional testing was conducted and the wedge component of the array clan bone assembly was able to be fully tightened through the wedge wingnut. The device was able to retain the pin as intended. The wing knob component that connects the two pieces together was able to be fully tightened and the teeth engaged as intended. The wing knob component that tightens onto the pins can be fully tightened both with and without pins inserted. The array clamp array clasp assy button was fully functional in securing, retaining, and releasing its mating device without difficulty. Therefore, the overall complaint was not confirmed as the observed condition of the velys array clamp would have not contributed to the complained device issue. The assignable root cause could not be determined since no problem was found. Corrected data: d4, the device serial/lot number was updated and the device UDI was updated.